Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the pt was complaining that his hip felt loose. He felt there was too much toggle when going up stairs and felt unstable. Surgeon decided to revise."